Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tube cuff was checked for air leakage before use, and there were no problems. After intubating the patient and injecting air, the pilot balloon did not inflate, and the customer determined that there was an air leak. Adverse patient effects are unknown.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample and three photos were received in used condition without the original packaging. The photos showed the product sample. A leak test was performed in which the device did not pass the test. The complaint was confirmed. The source of the leak was identified in the cuff where a scratch was also observed. It was unknown what the root cause was, and it is suspected that the device came in contact with some sharp edge, since the device was observed used, it seems that it may have got stuck during the intubation process and when pulling the device caused this leak. The root cause was not associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.